Event description:
It was reported that the patient presented for an implant procedure of a pacemaker system. During the procedure, it was noted that the set screw could not be tightened. The procedure was completed successfully with a replacement device. There were no patient consequences.

Manufacturer narrative:
Correction - h6 - changing investigation conclusions codes from no problem detected to unintended use error caused or contributed to event.

Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened on the lead was confirmed. Analysis revealed the user of the torque wrench was incorrectly inserting the torque wrench into the inset of the setscrew. The user of the wrench was forcing the corners of the wrench down against the setscrew inset walls. The wrench will not go into the inset this way and cannot tighten the setscrew this way. The wrench tip must be aligned with the inset then the wrench will drop into the setscrew inset. Then the wrench can engage the inset and tighten the setscrew. Incorrect wrench insertions were the cause of the problem. No device anomalies were found.